Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the right ventricular lead was oversensing myopotentials which resulting in pacing inhibition. Programming changes were implemented. The patient was in stable condition.